Event description:
Incident: aberration of tandem t:slim x2 insulin pump during "sleep mode" profile. At ~2am, on (B)(6) 2023, I was awaken by the pump alarm. I activated the status screen (but did not enter the code to use the pump features) and saw that my blood glucose level (bgl) was trending low. I put the pump back in my pajama pocket and addressed my low bgl (drank some juice). This is not an uncommon occurrence for type 1 diabetics. And, the pump alarm is a useful feature to deal with such events. I then went back to sleep. However, shortly afterwards, a mysterious / inadvertent insulin bolus, equivalent to my daily maximum, was administered by the pump. To my best recollection, I did not activate the 10+ keystrokes needed to manually start such a large bolus. And given my low bgl at the time, I would not have wanted to do so. But, still, the large bolus was administered by the pump. The alarms for low bgl recommenced later but I was then unconscious. My wife tried to revive me, administered two glucagon injections, called emts and I was taken to the ER (emergency room). Afterwards, I thought it was strange but accepted that such a situation could be caused by so many random key strokes occurring within my pocket. But, about a month later, a very similar incident happened to my adult daughter (who also submitted an mwvr today). We are both experienced in the use of insulin pumps and are highly unlikely to have manually caused such a life-dangerous event. It now points to the possibility of a dangerous glitch in the algorithms used by the pump. This should be analyzed, acknowledged, and fixed.